Manufacturer narrative:
Concomitant product(s): 4968-25 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information received reported the high thresholds continued and low impedance was observed. The outputs were increased and the patient scheduled for lead replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was noise on the lead and an insulation issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.